Manufacturer narrative:
The insulin pump had power error alarm due to connector resistance issue. The insulin pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 75 mg/dl at the time of incident. It was reported that the power error recurred. The insulin pump was returned for analysis.